Manufacturer narrative:
Note: this regulatory report was previously submitted on 22-feb-2018 as regulatory report # 3006340236-2017-00025 ¿ 1 with "follow-up" marked. Per request, it is being resubmitted as an initial report. Because the device was not explanted (only re-positioned), the device was not returned for evaluation. Per titan spine tc surgical technique guide and endoskeleton tc IFU, it is required that any surgery using endoskeleton tc implants must also include some form of supplemental fixation. It is expected that the surgeon's failure to add supplemental fixation in the original surgery contributed to the implant post-operative dislocation seen in the fluoroscopic images. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an endoskeleton tc implant (6 degree lordotic, medium, 7mm) had displaced inside a patient's disc space after surgery. The initial surgery took place on (B)(6) 2017; the surgery was a two level acdf using two tc implants. One day after the surgery, on (B)(6) 2017, the post-operative fluoroscopy images revealed that one of the two implant cages had migrated within the disc space. The patient was scheduled for a revision surgery which took place on (B)(6) 2017. During the revision surgery a new cage was not implanted. Instead, the implant was re-positioned inside the disc space and an anterior cervical plate was implanted. There were no adverse effects to the patient.